Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was not reviewed as the device serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this mitral valve was explanted after an implant duration of nine (9) years due to degeneration with completely stiff leaflets leading to mitral stenosis. No other information was provided.

Manufacturer narrative:
Device evaluation: customer reports of stenosis and stiff leaflets were confirmed through observed calcification. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 on the inflow aspect and approximately 3mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate to heavy at the inflow aspect and moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sutures remained on the sewing ring around the valve. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this 29mm mitral valve was explanted after an implant duration of nine (9) years and five (5) months due to degeneration with completely stiff leaflets, eoa of less than 0.5 cm2, leading to mitral stenosis. The initial replacement was performed due to rheumatic mitral disease. Another valve of the same model and size was put in replacement. As reported, on the same surgery, a non-edwards valve was implanted in aortic position due to aortic stenosis. The implant was successful and the patient was discharged on pod 10.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.